Event description:
During baxter functional testing of a spectrum pump, it displayed the downstream occlusion alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacture ref no.: (B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the false downstream occlusion alarms. The evaluation determined the alarms were caused by a failed downstream sensor, which was replaced.